Event description:
Narrative from staff: the patient had a peripherally inserted central catheter (PICC) in place. Upon assessment, the central line dressing was noted to be wet. The central line was secured to the forearm distal to the antecubital and did not appear to be kinking or occluding in anyway. At that time the patient had an IV fluid at kvo and an antibiotic dose infusing. The IV fluids were paused and the PICC was hand flushed at the clave connected to the end of the catheter. When flushed with normal saline, the PICC was noted to be leaking from the line under the dressing. The md was notified, and orders were received to discontinue the PICC line. When the dressing was removed there was a substance noted at the insertion site, on the external part of the catheter as well as on the hub of the catheter. The substance appeared to look like secure port IV securement adhesive which is used with routine dressing changes. The PICC line was discontinued as ordered per protocol. Upon removal, the external portion of catheter appeared to be very stiff and coated with adhesive. The remainder of the line that had been internal was very flexible. Once removed the PICC was flushed again, and normal saline was noted to be leaking from the point where the catheter meets the hub. The flush was also moving through the remainder length of central line without resistance.